Manufacturer narrative:
Conclusion: investigation results show damages limited to the conductive link that are partly related to the removal surgery and partly to the reported extrusion, which was reportedly initiated by a chronic middle ear infection. The investigation results appear to match the problems mentioned in the patient report. A review of the device's sterilization records confirms that proper sterilization was applied at the time of manufacturing. No information available points to the implant being the source of infection. This is a final report.

Event description:
It was reported that device explantation took place due to floating mass transducer extrusion, which resulted in loss of hearing benefit. Additional information received stated that the observed extrusion was due to chronic otitis media.

Event description:
It was reported that device explantation took place due to floating mass transducer extrusion, which resulted in loss of hearing benefit.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.